Event description:
It was reported that the patient experienced an unknown number of inappropriate high voltage therapies due to oversensing. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal conductor was fractured; the partial lead in segments was returned and analyzed. The defibrillation conductor was distorted. Several conductors were distorted. Blood/body fluid was found in/on the outer tubing overlay. The outer tubing overlay was melted. There was a cosmetic depression on the outer insulation. The outer insulation is breached cut. It was not possible to determine anchoring sleeve fixation site.